Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell four of four in peritoneal dialysis therapy. The home patient was connected at the time of the event. The home patient stated that the bags are empty. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm and helped the home patient disconnect and clear the alarm. The home patient was to finish with manual bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.